Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own was noted. No moisture damage noted on electronic or motor assemblies. The pump had a cracked case at the display window corners, broken belt clip slot, and minor scratches on the lcd window.

Event description:
It was reported that the numbers on the insulin pump display began to scroll without input during a bolus. A battery change did not resolve the issue. The blood glucose reading was 8.7 mmol/l. The insulin pump may have been caught in the rain. The keys on the insulin pump were not fully responsive. Nothing further was reported.